Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Complete entry section e1: initial reporter establishment name: (B)(6). Complete entry e1: address 1 = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect creatinine result for one 68-year-old female patient. The sample was repeated with a lower result. The following data was provided: sid: (B)(6) initial result = 246.2 umol/l repeat result = 50 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the tubing, peristaltic head (rohs) was leaking. The part was replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect system did not identify any trends for the complaint issue. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify any trend. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect c16000 system service and support manual provides instruction for the removal, replacement, and verification of the tubing, peristaltic head. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module, serial (B)(6), was identified.

Event description:
The customer reported a falsely elevated architect creatinine result for one 68 year old female patient. The sample was repeated with a lower result. The following data was provided: sid (B)(6) initial result = 246.2 umol/l repeat result = 50 umol/l . No impact to patient management was reported.